Event description:
The risk manager from the hospital, reported the following event: the double internal package of the cortex screw was put into the surgery area. It had been noticed that the package was broken. This was not noticed by the nurse.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.